Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator recorded atrial tachy response episodes that were triggered due to respiratory rate trend (rrt) oversensing. The patient presented irregular impedances on the right atrial lead that ranged from 500 to 1300 ohms. Technical services recommended to turn off the rrt feature to eliminate the noise. This device remains in service and no adverse patient effects were reported.